Manufacturer narrative:
Quality notification #(B)(4).

Event description:
Patient had three mandibular implants placed on (B)(6) 2006. The patient did not come to the clinician for follow up since 2008. Since that time, the patient developed large infection around all 3 implants developing into submandibular space infection - i.e. Periimplantitis and was hospitalized for two days. She was given IV antibiotics. The implants were placed in us tooth locations 21, 23 and 26. The patient is feeling much better and had the implants removed in (B)(6) 2017. The patient was last seen (B)(6) 2017 and still continues to improve and her implant sites have healed.